Event description:
It was reported that during a percutaneous intervention (pci) procedure, withdrawal difficulties occurred. The totally occluded target lesion was located in an unspecified iliac location. A non-bsc device had been advanced over a choice pt es 182cm guide wire. During the procedure, the physician encountered difficulties in removing the non-bsc device from the guide wire. The procedure was completed with angioplasty and the implant of an unspecified stent. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).